Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was seen in clinic for routine follow up. Upon interrogation, vf episodes due to noise was noted. No therapies were delivered. The physician plans to cap the lead.